Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported a patient experienced a thermal burn at the incision site during a procedure. The procedure was completed. Add'l info has been requested but none has been rec'd.